Manufacturer narrative:
Product complaint # (B)(4). Evaluation summary: one opened box with thirty-five unopened samples of product code mcp317, lot pcm127 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no needle breakage was found.

Event description:
It was reported by vet that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke off at the swage inside the dog. The needle was grasped caudal 1/2 then caudal end of needle with needle holder. X-rays were taken to identify where the needle was located. The needle was located in the right ventro-caudal abdominal wall and was not able to be retrieved. There are no issues with the patient to date.